Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in-stent thrombosis occurred and the patient died. In (B)(6) 2015, a 22x70/10fr 75cm wallstent endoprosthesis was implanted at the common iliac artery. A week after, the patient presented with leg swelling and evaluation was performed which revealed two areas of compression in the external iliac vein below the target lesion. A 18x4mm non-bsc balloon catheter was advanced to dilate the external iliac vein which improved the venous flow into the wallstent. A considerable amount of thrombus was noted inside the previously implanted wallstent. It was also noted that the patient had no inferior vena cava (ivc) filter in place and the patient continue on her regimen of anticoagulation. Placement of ivc filter was discussed and was in the process of being scheduled. The procedure was completed. No further patient complications were reported. Later that evening, the patient died due to suspected pulmonary embolism. However, it was noted that the patient was found to be hyper coagulatable with either a protein c or s deficiency. The patient was forming clot despite being on a full dose of coumadin.